Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up mode and that it would not respond to download and programming attempts. An ECG showed that the device was pacing at 67 ppm and did not have a magnet response.